Event description:
Case description: this spontaneous report was received from a german physician and concerns a female patient. She was injected with radiesse(+), for a zygomatic augmentation, on both sides of the face, on (B)(6) 2026 ((B)(6)). Radiesse(+) was injected sharp on the cheekbones on both sides and the treatment was performed at two points, one below the orbital rim and another located laterally. A total of 0.6 ml was injected into the left side of the face. No adverse vents or abnormalities occurred during the treatment or immediately after the treatment on monday. The patient was previously injected with radiesse, about 1.5 years prior to this report and no adverse events or abnormalities occurred during the treatment. The patients medical history and concomitant medication were reported as none. On (B)(6) 2026, after the radiesse(+) injection, the patient experienced a suspected vascular occlusion in the left side of the face and an infection was not ruled out. On (B)(6) 2026 ((B)(6)), the patient had swelling and redness on the left side of the face. Additionally, she complained of severe pain in the area of the nasal root, numbness of the left side of the face, drooping of the left corner of the mouth, and edema-like swelling lateral to the eye. The patient cooled the affected area on her own with ice cubes. On (B)(6) 2026, on (B)(6), the physician reported hand-sized redness on the left side of the face with slight warmth. There was tenderness in the area of the nasal wing, but without palpable hardening. The patient was prescribed with an antibiotic, as infection was not ruled out. At the time of this report, an improvement of the symptoms was noted. The patient was free of pain, but the redness was still clearly present. The previously existing lateral edema in the eye area was regressing. Due to the provided information, the outcome of the events was considered as resolving (reported as not resolved).

Manufacturer narrative:
Assesssment and investigation by merz: as the lot number was not available, a batch record review and case search on the reported lot could not be performed. However, a review of trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending reports, (B)(4), 11-may-2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. The events occurred in compatible local and temporal relationship. Vascular occlusion (serious) and injection site infection (serious) are expected based on the current valid EU instructions for use (IFU) and can occur following treatment with radiesse(+). The IFU warns that an introduction of radiesse(+) into the vasculature may lead to embolization, occlusion of the vessels, ischemia or infarction and to take extra care when injection soft tissue fillers and e.g. Inject radiesse(+) slowly and apply the least amount of pressure necessary. Rare but serious events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis and damage to underlying facial structures. Nevertheless, during injection of a filler it can occur that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. It is recommended in the IFU to immediately stop the injection if the patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure and patients should receive prompt medical attention and possibly evaluation by an appropriate healthcare practitioner specialist should an intravascular injection occur. Depending on the severity, tissue ischemia may resolve without sequelae under adequate treatment or may result in permanent damage such as necrosis or scarring. In this case, vascular occlusion was reported on the left side of the face one day after treatment, accompanied by swelling, redness, severe pain, numbness, drooping of the mouth corner, and edema-like swelling. An infection could not be ruled out and the patient received antibiotic treatment. At the time of reporting, the symptoms were resolving; however, the outcome was ambiguously reported as not resolved. Causality for the events is assessed as probably related to the treatment with radiesse(+) based on compatible temporal and local relationship, however there is no indication that a product-related issue contributed to the events. This case is considered as serious with the serious event vascular occlusion and injection site infection because treatment was deemed necessary to prevent permanent damage.